Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder, air/water tube, jet tube and the distal end cover burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the foreign material investigation, olympus confirmed foreign material in the device, but the type of material and root cause could not be determined. Based on the results of the investigation of the burn on the distal end cover, a root cause was not determined. The user may be able to detect the subject event by handling the device in accordance with the following IFU. Instructions for gif-hq290 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ instructions for gif-hq290 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ the use may be able to reduce or prevent the subject event by handling the device in accordance with the following IFU. Instructions for gif-hq290 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories olympus will continue to monitor field performance for this device.